Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. It was observed that the console had a broken ground wire connector prong, therefore the reported condition was confirmed. Evidence suggests this was due to usage / wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that the console device "ground wire was broken". The reporter stated the device was not being used in surgery. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.